Event description:
The customer reported to baxter (B)(4) a solution administration set with needle that had a broken tube. The condition was reported to have occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was evaluated and the reported condition was confirmed. During visual examination of the sample, a knife-type cut was observed in the tube near the drip chamber. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The cause of this defect was determined to be incorrect use of the protocol at the moment of opening the bag or the over-pouch. The pouch was not received for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.